Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance out of range more than 3000 ohms due to lead fracture. This rv lead has been programmed to unipolar for the past year. In addition, about 4 centimeters of this rv lead was abandoned. This rv lead was explanted and replaced with different model. No additional adverse patient effects were reported.